Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead was damaged. The lead was not used and replaced. There were no patient consequences.